Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using pod coils, a lantern delivery microcatheter (lantern), and a guide catheter. During the procedure, while advancing a pod coil into the target vessel, the guide catheter kicked back out of the vessel and the physician was unable to advance the remainder of the pod coil into the target location. The physician re-sheath the pod coil and repositioned the guide catheter to regain access into the vessel. Subsequently, while attempting to advance the same pod coil into the target location, the hospital technologist experienced resistance and the pod coil would only advance approximately one to two centimeters within the introducer sheath. The hospital technologist attempted to push the pod coil against resistance and, consequently, kinked the pusher assembly of the pod coil. Therefore, it was removed. The procedure was completed using a new pod coil and guide catheter with the same lantern. There was no report of an adverse effect to the patient.